Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel. Technical services (ts) was consulted and reprogramming options were recommended. No adverse patient effects were reported. This device remains in service.